Event description:
It was reported, there was an out of range (oor) error code being displayed during intra-op for a patient undergoing a trial. It was noted that post-op the oor error code was still being displayed. It was noted that saline was used during the procedure. It was reported that the patient was getting intermittent shocks with their stimulation. It was reported, the caller was reading low out of range impedance values and shorts were seen between 4-12 and 6-14. It was reported, the patient is getting stimulation in target area. It was further reported, the impedances were normal. It was noted that patient proceed with full implant after the trial. It was noted, the last time the manufacturer representative the patient¿s stimulation ¿felt fine¿.

Manufacturer narrative:
Product ID 3874, implanted: 2012 (B)(6); product type screening device. (B)(4).